Event description:
During an ultrasound guided ctr(cardiothoracic ratio) surgery to my left hand, one of the balloons (on sides of cutting device) failed to deflate while inside my wrist. I know this because the surgeon explained it to me as it happened. It seemed as if he had difficulty removing the device because of this. I believe it was the sonex ultraguide ctr device. Since it occurred yesterday, I do not know what the potential outcome may be.